Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during an intervention with an unknown 5.0mm nc trek balloon dilatation catheter (bdc), there was resistance during removal of the device with the guiding catheter. The device was used successfully for dilatation. There was no reported deflation issue, just resistance was felt during withdrawal. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.